Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found inside the pump after taking a bath. The reporter stated that the battery cap was new. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment was cracked at the battery compartment threads above the bumper and at the case seal. There was visible corrosion/rust inside of the battery compartment. A leak test was performed and confirmed a battery compartment leak. During evaluation, the pump did not power on. Further testing was not able to be performed due to the unresponsive pump. The pump case was opened and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.